Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusion will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast visible in the inflation lumen. There were no folds in the balloon due to the balloon being previously pressurized. There was a longitudinal rupture starting 2 mm distal to the marker. The rupture was 8 mm long. There were longitudinal scratches on the full length of the balloon, opposite to the rupture. There was no other damage noted to the balloon catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusion will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion in the om had mild tortuosity, moderate calcification and a 99-100% stenosis. The 1.5 x 15 mm voyager rx balloon catheter was inflated for the first time at 10 atms. Then, the balloon catheter was inflated for the second time at 14 atms and the pressure was held for 10 seconds when the balloon ruptured. No additional event or patient information is available.